Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02020. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the locking pin for the version guide rod broke. There was no patient involvement. It was reported that no additional information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The lot etching on the head of each guide rod was verified to match the complaint. Both device exhibit similar damage. Scratching is present on each side of both heads. The shafts have been scratched such that wear rings are present around the shaft in 2 locations. The tip of each shaft is also scratched. The fractured portion of each rod was not returned. No thread damage was observed on either device. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Event is confirmed via returned product if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.